Manufacturer narrative:
Additional information was provided indicating there was no allegation of harm related to the device. The patient death was revealed in a conversation as the reason for wanting to make the configuration change. Good faith effort was made to obtain additional information regarding the event details; however, no response was received from the customer. Onsite service was canceled with notes indicating it was not needed; therefore, additional functional testing was not able to be performed. Based on the information available, the cause of the reported problem may have been related to settings/configuration; however, this was not able to be verified. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported st analysis needed to be adjusted for each new emergency room patient; however, consultation with biomed indicated st analysis default was set to off. A patient death occurred after st elevation was noticed by staff, which may have been related to not being able to hear alarms. It remains unknown whether st analysis was turned on at the time of the event. The device was in use on a patient. There was a report of patient or user harm.